Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, a shaft break occurred. The target lesion being treated was located in the 2nd diagonal. While loading the balloon catheter over a non-bsc guide wire, the hypotube broke into two pieces outside the patient's body. The physician used another non-bsc wire and an apex balloon to complete the procedure. No patient complications was noted and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, a shaft break occurred. The target lesion being treated was located in the 2nd diagonal. While loading the balloon catheter over a non-bsc guide wire, the hypotube broke into two pieces outside the patient's body. The physician used another non-bsc wire and an apex balloon to complete the procedure. No patient complications was noted and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer - received product consisted of an apex monorail catheter. The catheter was visually, tactilely and microscopically examined and found the balloon tightly folded. The hypotube also has a polymer sleeve which was also separated. Examining both ends of the hypotube, the fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload. No further damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).